Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus would not calibrate and the programmer was contaminated in several areas. Programmer passed functional test. Due to the programmer condition, the programmer will be scrapped,replacement provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.